Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the balloon physically broke. The product was change to a new one to resolve the issue. There was no patient involvement.